Event description:
The customer reported to olympus the moving part of the 2 jaws the thunderbeat fell off right at the groin during a hemicolectomy procedure and was removed by using a grasper. The procedure was prolonged by about 15 minutes, to retrieve the probe tip and open a new device. The patient was under full anesthesia during the time, however; it was reported the staff did not see this as critical. The patient was discharged after a normal course of treatment.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to a3 and d4 for information inadvertently left out. The device was returned and inspected. The customer's complaint was confirmed. The probe was broken around the outer pipe. The broken surface of the probe reveals that the breakage started at the cracked area of the probe. No scratches or contact marks on the non-insulated area of the grasping section were confirmed. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause could not be determined. However, a likely mechanism causing the broken probe might be the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be prevented by following the instructions for use which state: ¿ "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.